Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm was noted. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 215 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.